Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument didn't work as it should during activation. Not proper sync-seal effect with tissue during activation. Experienced surgeons had used ss via e-100 generator before multiple years. The same issue happened with different ss instruments and with different patients. The procedure was completed with no reported injury.